Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not respond to multiple requests for more information. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information.

Event description:
(B)(6) complaint received. Below is the patient's complaint description: "I agree I had the lap band & lost weight but it takes time & it came right back & I stay sick, I throw up, I don't overeat. I can take only a few bites & be sick. Right now I have no fluid in my lap band & my food still gets stuck every meal after a couple of bites." "I had lap-band done in 2007 & I lost around 50 lbs & I have kept at that same weight. I have not lost anymore I stay sick. & I had my gull bladder removed. I can take just two or 3 bites & be sick. They have checked & there is nothing wrong they say, I do not over-eat! I have had all of the fluid removed from my band & I still get food stuck or get sick after a couple of bites. I would not recommend the lap-band to anyone!"